Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. The pt was seen in clinic. Implantable neurostimulator interrogation revealed high impedances on electrodes 4, 5, and 6. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.